Event description:
I would like to inform you that during a cesarean section performed by dr. (B)(6), a situation arose with the (B)(6) surgical team. During the procedure, dr. (B)(6) stated that he felt an electric shock in his hands, as did dr. (B)(6), when using the precision care brand electrosurgical pencil lot 241115. The pencil was immediately changed and the surgery continued without further complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).